Event description:
It was reported that during an unk procedure, "there were wound dehiscence after suturing with stratafix devices. Two events occurred in subcuticular skin layer." Ref pr complaint #(B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned; however, a representative sample was received. Without the finished good lot number it is not certain if ther were any quality issues related to the finished good lot; however, a record review was performed for the finished goods lots purchased during the past year for this item. Twelve device history records were reviewed. There were no non conformities issued for these lots nor suture component lots. On 1/21/2015 one unopened sample of item sxmd2b410 of lot mbzk690 was received at our premises. A dimensional inspection as well as tensile testing was performed demonstrating that the sample met our acceptance criteria. Dehiscence is a known risk with any suture material. The most probable root cause for post operative dehiscence cannot be determined with certainty due to the sample evaluated being unacceptable. Complaint # (B)(4) ethicon's complaint # pt1-qszj0x pt 2 - item # - item #sxmd2b410 stratafix spiral pga-pcl knotless tissue control device - 2fs-1 2-0 und monoderm 30x30 lot unk.